Event description:
Subsequent to the initially filed report, additional information provided: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 7f sheath after a cross over interventional procedure. No imagining of the access site was performed prior to proglide use. Reportedly, when removing the plunger, the suture was not connected to any needle. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 - failure to follow steps/instructions. Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A femoral imaging was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B5-preclose technique was not performed.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to a cross over interventional procedure. Reportedly, when removing the plunger, the suture was not connected to any needle. Another proglide suture was successfully pre-placed. The cross over procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.